Event description:
It was reported the handpiece has a broken electrical connector. The second handpiece is giving solid tones. This has been confirmed by the biomed. The biomed had no specific case info but stated that the o.r. Has several handpieces and probably just used a second handpiece. No pt consequence was noted.